Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 and 1.2 required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that muscle wire was loosened on the c1 pocket. A field service engineer reseated and replaced the cubie tray as the pocket could not be reinserted. After booting, the station shut down unexpectedly. Further inspection found that connecting the control board to the module board on drawer 1.2 prevented the station from booting. The controller board was replaced, resolving the issue, and slide bumpers were replaced in drawers 1.1, 2.1, and 3.1 and tested functionality. The system functioned as intended after the field service engineer repaired the device.